Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, the device caused 3 minor burns to the patient despite being grounded. The generator associated with the device was tested and passed all quality checks.